Event description:
On (B)(6) 2014, a patient underwent a chimney procedure where a gore® viabahn® endoprosthesis was implanted in the mesenteric artery superior with a diameter of 5.5cm. It was reported that the medical device was released too deep into the vessel based on the poor device visibility. On (B)(6) 2014, a computer tomography was performed where it was observed that there was no blood flow through the mesenteric artery superior. On (B)(6) 2014, the mesenteric artery superior was post dilated with a balloon.

Manufacturer narrative:
A review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device was not returned to manufacturer (remains in patient). Therefore, a direct product analysis was not possible.